Manufacturer narrative:
The device was discarded prior to the report and no additional evaluation could be conducted. A review of the x-rays and cts were inconclusive and the reported event and its relationship to a nuvasive device could not be confirmed. A review of the complaint database for this product determined that this is the first report of this type. The instructions for use indicate that "internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the pt's activity level will dictate the longevity of the implant." The root cause of the event is unk. In the event that additional info is obtained allowing further investigation, nuvasive will forward any significant details in a subsequent report.

Event description:
Pt was implanted with two level unilateral spherx construct at l4/l5-l5/s1 in early 2008. Pt reported pain on approx the following month, and the physician identified that the lock nuts at l4 and s1 had backed out of the tulip approx one thread. A revision was performed on five weeks later, and the pt is recovering with no adverse outcome.